Event description:
Boston scientific received additional information that this medical device continued to exhibit greater than 125 ohms shock impedance, as well as recently noted measurements of less than 20 ohms shock impedance. It was suspected that the proximity of the device and non boston scientific shock lead were suspected as the cause of the out of range shock impedances. A surgical procedure was performed to reposition the device and the lead and remedy the issue. After the procedure, it was noted the lead impedances were within acceptable range with no further issues noted. No adverse patient effects were reported.

Manufacturer narrative:
Most recently, this medical device remains in service but the two non-bsc leads have been surgically abandoned due to fracture/suspected fracture. There was never any evidence of a device to lead connection issue.

Manufacturer narrative:
The device was repositioned and remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
To date, information suggests that this crt-d remains actively in service, without further issue. There wil be no further investigation at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this product was part of a system revision due to infection (see report#2124215-2013-13221) in (B)(6) 2013. As the device was being explanted, the header came off in the implanter's hand. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires have evidence of being pulled to the point of breaking. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case (see report#2124215-2013-13221).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with two competitor's shock leads in the device system, exhibited out-of-range shock impedance measurements. These shock leads are being used off-label as epicardial leads. Fracture of one of the shock leads was known and fracture of the other shock lead was suspected. The known fractured lead was subsequently surgically abandoned. Fluoroscopy and evaluation of the remaining device to shock lead connection was recommended. Boston scientific technical services and the physician discussed various troubleshooting, including re-programming configurations to address the out-of-range impedance issue that remained. The patient is (B)(6). Surgical intervention was being considered as a last alternative.